Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self-test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed that the power error detected and low battery alarms were triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with a minor scratched display window and case.

Event description:
The unit was received with operating currents within specification. The unit passed the self-test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed that the power error detected and low battery alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with a minor scratched display window and case.